Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and associated right ventricular (rv) lead were abandoned and replaced due to high, out-of-range pacing lead impedance measurements and intermittent capture. A lead issue was suspected, but was not confirmed. No additional adverse patient effects were reported.